Event description:
A complaint was received from a customer that reported the top half of the display is missing. They stated they replaced the batteries and the system no longer beeps. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.